Manufacturer narrative:
Product analysis: device returned in plastic bag. Lot number on shelf cartons 0009302014. Export advance aspiration catheter was received for analysis. The stylet was returned engaged in the catheter hub. There was no damage noted to the stylet. The catheter exhibited flattened sections along the shaft were noted approx. 115-128cm and 134-136cm from the strain relief. An in-house 0.014¿ was frontloaded into the wire lumen and stopped at the location of the flattened section. The major dual lumen profile od of the damaged section was found to be 0.074¿ and the minor dual lumen profile od was found to be 0.034¿ not meeting specification of 0.068¿ and 0.056¿ respectively. The od of the undamaged section met specification. No damage was noted to the tip and the marker band was located in the correct orientation. The stylet was removed and using an in-house aspiration line and a syringe the catheter was flushed without issues with water flowing at the end of the catheter aspiration lumen. The stopcock was closed, and the syringe was pulled back with the tip of the catheter in a beaker with water. The stopcock was set to open resulting in water entering the syringe rapidly without issues. The original syringe and aspiration line used during the procedure were not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A second export advance device was returned. Damage observed on the returned device indicated that the device had been attempted to be used in the patient. No further information was provided.